Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. However, unable to perform carelink upload due to critical pump error (open book image). Critical pump error (open book image) alarm triggered by pump error 53 critical handling alarms on 08/21/2024 12:23:33.000, on 08/21/2024 12:24:10.000, on 08/21/2024 12:34:00.000, on 08/21/2024 13:59:40.000 and on 08/21/2024 14:00:02.000 pump error 53 alarm due to software error (linenumber = 5632, filenumber = 2005 , and linenumber = 1384, filenumber = 26). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. No damage noted on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at battery tube side, and pillowing keypad overlay. The pump history file lists data from 03/06/2024 to 03/28/2024 and then on 07/22/2024 to 08/21/2024. Unable to perform the history review 2 days prior to the event date 28-aug-2024 in the pump history file due to no data available. Please see below pertaining to svn 000318103479, case-2024-00999042 and event date 20-may-2024. The pump history file lists data from 03/06/2024 to 03/28/2024 and then on 07/22/2024 to 08/21/2024. There was no data available in may 2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 20-may-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 20-may-2024 in the pump history file due to no data available. Per freger, mark ¿ r&d engineer, (see attached email) "I can confirm that pump memory got corrupted. Even sensor history contains pump history events. Unfortunately, the traces do not cover the timeframe of the issue, and I was not able to identify the root cause of the memory corruption." Unable to perform the functional test due to critical pump error (open book image) alarm for svn 000318103479 and the primary svn 000318103445. Unable to test for reported harm due to critical pump error (open book image) alarm (hospitalized for alleged high bgs/dka) on svn 000318103479, case-2024-00999042. No current code/category (memory corruption) confirmed svn 000318103479, case-2024-00999042. Critical pump error (open book image) alarm confirmed due to pump error 53 alarms primary svn 000318103445. Pump error 53 alarm confirmed due to software error primary svn 000318103445. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.